Manufacturer narrative:
(B)(6). (B)(4). Other: unknown. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: patient presented with back pain and right leg pain. MRI demonstrates l5-s1 disc bulging and degeneration with left ls-s1 "facette" narrowing displacing the s1 root. Impression: lumbosacral degenerative disc disease and spinal stenosis. On (B)(6) 2008: patient presented with lumbar degenerative disk disease and lumbar spinal stenosis. Procedure: l5-s1 laminectomy for decompression, fusion with expedium instrumentation, local bone graft, bone morphogenic protein, right transforaminal lumbar interbody fusion with concord cage. Bilateral posterolateral fusion with acromed expedium instrumentation and local bone graft. Per-op notes: a 10 mm x 23 mm x 9 mm concord carbon fiber cage was packed with bmp and camped into position and distraction and removed. Additional bmp was placed along with morcellized bone in the graft beds bilaterally and an extra sheet of bmp was placed in the interbody fusion as well.